Event description:
Customer reported she experienced low blood glucose of 46 mg/dl; she drank glucose to treat. Customer stated she sometimes forgets to eat. The drive support cap is normal. Set change prior to the incident was on (B)(6). Customer was not disconnected during the rewind/prime sequence. Time was not correct; it was an hour behind. Basal rates and bolus history seemed to be accurate. Reservoir is showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. Most recent blood glucose reading was 101 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.